Event description:
It was reported that during an open gastrectomy, the device became not to be activated with the max button in the first half of use. The device was used with the min button after the event. Then, the blade was broken off outside the patient when a scrub nurse wiped the device. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded by the hospital. No device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.